Event description:
It was reported that all monitors are down, and several web stations are displaying an internet error message. The device was in use on a patient at the time of the event, and there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and connected to the site remotely after receiving permission from the customer. The rse rebooted the web server, and all stations were then working fine. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The rse rebooted the web server, and the issue was resolved. The device remains in use at the customer site.